Manufacturer narrative:
A device history record (DHR) review is in progress. Once completed, a supplemental report will be submitted. (B)(4).

Event description:
It was reported by a sales representative that a mentor customer received a mentor memorygel smooth round high profile gel-filled breast implant in a defective state (out of box). Per the customer, there was a brown speck on the implant with other possible debris. The implant did not come into contact with the patient. Since the device appeared to arrive in nonsterile condition, and had the potential to cause serious injury, this event is considered serious and MDR reportable.

Manufacturer narrative:
Upon receipt by mentor, the gel contained in the device appears clear. No foreign material was observed within the device or on the shell surface. Upon visual examination, the device appears intact. No other anomalies were discovered. Complaint was not confirmed. Product evaluation determined that the device is within specifications and no anomalies were observed. Given that the complaint was not confirmed, there were no adverse events for the customer and no other complaints were reported for this lot number, this event requires no further investigation. (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 01/09/2018, a device history record review was performed for the complaint device. As a result, the manufacturing date and expiration date fields have been updated. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).